Event description:
Related manufacturer reference number: 2017865-2024-33030; related manufacturer reference number: 2017865-2024-33032. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was hypertensive heart disease and chronic kidney disease.

Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged insulation at the connector region.